Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that prior to a cataract extraction with intraocular lens implant procedure there was no ultrasonic energy output. The system had passed the prime/tune phase. The system was re-booted and the procedure was initiated and completed as planned. There was no patient involvement.

Manufacturer narrative:
The customer called the company representative to assist with troubleshooting. The customer determined that the problem is with the handpiece and not the system. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. Based on qa assessment, the product met specifications at the time of release. The root cause was attributed to an associated handpiece that was non conforming. However, how that handpiece became non-conforming remains inconclusive. The system was determined to not have contributed to the reported event. (B)(4).